Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s. The PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that during device preparation and prior to use the 2.5 x 48 mm xience xpedition stent delivery system (sds) was noted to have stent strut damage/fractured and the distal area above the inflation port [hub] was broken/separated. The device was not used in the anatomy. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however the shaft separation was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent damage or separations from this lot. Based on the reviewed information, no product deficiency was identified.